Event description:
The report received from the study indicated that approx eleven mos after the index procedure, the pt had coronary angiography done followed by a re-percutaneous coronary intervention (re-pci). The pt was reported to have an 80% diffuse in-stent restenosis (isr) of the two previously implanted cypher select plus stents. The restenosis was treated by balloon angioplasty using a cutting balloon. A new lesion in the proximal right coronary artery/non-target lesion was also treated during the procedure. A review of the info in the database indicated that during the index procedure, a dissection was noted that necessitated post-dilation of the cypher select plus 3.0x8 mm stent with a 3.0x8mm balloon at 16 atm. A satisfactory result was obtained.

Manufacturer narrative:
The indication for the index procedure was stable angina. The pt was found to have two-vessel disease and had one lesion treated during the index procedure. No staged procedure was planned. The pt's left ventricular ejection fraction (lvef) was not provided. The target lesion was the proximal circumflex. The lesion was reported to be: de novo, 3.0mm vessel diameter, 35mm length, a 90% stenosis, irregular, a moderately tortuous proximal segment, concentric, angulated (=>45 degrees and <90 degrees), and type c. The lesion was pre-dilated with a 2.5x20mm balloon at 16 atm. A cypher select plus 3.0x33 mm stent (stent # 1) was implanted at 14atm. The stent was post-dilated with a 3.0x8mm balloon at 18 atm due to the stent not being fully expanded. A cypher select plus 3.0x8 mm stent (stent #2) was implanted at 14 atm. The stents were implanted in overlapping fashion. The residual stenosis was 0 percent. The timi flows were not provided. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the procedure. The pt was reported to be asymptomatic at the one, six and twelve month follow-ups and was continuing his medical regimen. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A 54 year-old male from the registry experienced a coronary dissection during a pci and in-stent restenosis approximately one year post implantation of two cypher stents. Past medical history included previous pci, hypertension, hyperlipidaemia, past smoker, and myocardial infarction. This pt's history puts him at increased risk of mace. The pt was diagnosed with two-vessel disease. Pci was performed in the proximal to mid circumflex. The lesion was described as type c, ostial, irregular and moderately tortuous. The safety and effectiveness of cypher has not been established in pts with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. The lesion was pre-dilated before the implantation of a 3.0x33mm cypher select plus. The stent was post-dilated because the stent was not fully expanded. A 3.0x8mm cypher select plus was then implanted overlapping the first stent. Post-dilation was conducted because a dissection was noted and the event resolved without sequel. The pt was discharged the following day. Discharge medications included aspirin permanently and ticlopidine for 6 mos, statins, other lipid lowering drugs and ace inhibitors. At one and 6-month follow-ups, the pt was asymptomatic. Ticlopidine was discontinued after 6 mos of treatment and clopidogrel treatment was started. Eleven mos post index procedure, the pt experienced chest pain and had a positive stress test. Coronary angiography revealed 80 percent in-stent restenosis in the circumflex and new stenosis in the proximal rca. To treat the in-stent restenosis, cutting balloon was used and the event resolved without sequel. The device remains implanted in the pt and is not available for inspection. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable mfg quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention. This is an inherent risk of the procedure. Restenosis is a know potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are know to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the info provided, there are pt, vessel characteristics and procedural factors that may have contributed to these events. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-01977 and # 9616099-2008-01978. Please note that this is the initial/final report for this product.